Event description:
The customer initially reports the item broke at tip during surgery, piece still in pt bowel. Incident date (B)(6)-2010. On (B)(6) 2010, instrument and equipment coordinator reports via telephone that during a laparoscopic hysterectomy a "small rod" in the shaft of the instrument that stabilizes the open and close function of the jaws fell out into the area outside the bowel. The bowel was not punctured. The surgeon did not want to retrieve the piece of the device because it might cause damage. X-ray confirmed presence of the piece of device in the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. A investigation has been initiated based on the reported info.